Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window. There was no crack found on lcd glass noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer stated there was a crack on the glass of the insulin pump. Customer's blood glucose was 6.5 mmol/l. No further information provided.